Event description:
It was reported that the pump was exhibiting battery issues, errors appearing on device, and watchdog error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case had a gap on the front lower corner. Primary audible alarm post, battery depleted, and auxiliary control unit (acu) watchdog failure found in pump event history log. During functional testing using the power up process and battery power testing, the reported issue was unable to be duplicated. The battery operated as intended and still held a charge and the acu watchdog is a sympathy alarm, was sympathizing the primary audible alarm. The root cause was unable to be determined. Replaced the battery and main the speaker for preventive. A corrective and preventative action has been opened to address the reported issue.